Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was hospitalized due to syncope as the result of a low heart rate. The physician elected to explant and replace the device following unreliable pacing, post multiple programming changes. The associated leads are both non boston scientific products. The explanted unit was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; however, a review of the rv lead impedances in memory, noted varying impedance measurements which had occasionally fluctuated from day to day, suggesting either a connection issue or lead issue.

Event description:
It was reported that the patient with this device was hospitalized due to syncope as the result of a low heart rate. The physician elected to explant and replace the device following unreliable pacing, post multiple programming changes. The associated leads are both non boston scientific products. The explanted unit was returned for analysis.